Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Patient selection - per instructions for use: under device description - the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation determined the difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral vein using the preclose technique prior to a melody valve placement procedure. The arteriotomy was a 7fr. Reportedly, the device broke at the "hinge" point on one side. The other hinge was still attached to the device when it was removed. The foot was completely intact. Manual compression was used after the device was noted to be broken outside of the skin. A cut-down was performed, the device was removed and the vessel was sewn by the vascular surgeon. The patient was discharged 3-days later than expected. The physician is reported to be trained in the use of the proglide device. No additional information was provided.